Event description:
It was reported that the patient was recharging more than expected. It was noted that this issue began two days prior to report. Prior to report, it was noted patient was able to charge once a week. It was noted that the charge of the device was at 100% that night and dropped to 50% by the next day. It was noted that the patient was able to charge fully by that evening, but then it went back down to 1/3 full. It was noted that the patient didn't feel any change in stimulation. It was noted that patient used the device "100%" of the time. It was noted that the patient's only adjustment was from 2.1v to 2.15v. It was also noted that since the report, the patient experienced more pain down legs and numbness in her right foot with no evidence of trauma.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4). Product type: recharger: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the charge was ¿going down faster than what it did.¿ it was reported that the device was always on. It was reported that no program changes had been done. It was reported that it was working fine up until this event. It was reported that the patient had charged three times this week.

Manufacturer narrative:
(B)(4).